Manufacturer narrative:
Zoll has received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, the customer reported the fully charged autopulse li-ion battery (sn (B)(4)) will not power on the autopulse platform. The status leds on the battery show 4 green lights. The battery was inserted into the multi-chemistry charger but there was no change after conditioning and the battery was still unable to power on the platform. The platform performs as intended with other batteries. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.